Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a visual inspection of the pump showed no damage to the battery compartment and battery cap. The battery cap was able to fit securely to the pump. The battery cap contact dimensions measured within specification. During investigation, the pump was powered on with no power interruptions. Further testing was not able to be performed due to an unrelated keypad button issue. The complaint of intermittent power issue was not able to be adequately investigated. The pump was opened and there was moisture corrosion found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.